Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-may-2024, it was reported that the patient faced infusion set was leaking from the site, which cause the patient blood glucose levels elevated from 180 to 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.